Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that battery performance alert was noted on (B)(6) 2019. During a follow-up in clinic, device was unable to interrogate. Device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
New information received stated that the implantable cardiac defibrillator was explanted on (B)(6) 2019.

Event description:
New information received indicated that the physician alleged premature battery depletion.